Event description:
It was reported that the programmer was intermittently unable to interrogate implantable heart devices. It was noted that changing out the radiofrequency programmer head did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was intermittently unable to interrogate and attributed it to on intermittent connection with the radiofrequency programmer head and therefore the link electronic module (lem) printed circuit board was replaced and calibrated. Analysis also found worn display hinges and a broken left keyboard hinge and they were therefore replaced. Product ID: 229047 software analyzer (B)(4).